Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and he was almost got into hospital. Customer stated that the insulin pump received insulin flow block alarm for five sets. It was unknown whether the customer using auto mode feature or not. Insulin pump will be returned for analysis.